Manufacturer narrative:
It was reported that a 77 year old female patient underwent afib - paroxysmal ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed (B)(6)2020 . The device was visually inspected and it was found in good conditions. The magnetic temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation. Upon initial inspection, no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent afib - paroxysmal ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that after successfully ablating the cavotricuspid line with no issue an afib using cryo was then continued. After the afib procedure was completed a pericardial effusion was diagnosed via (ice) intracardiac electrocardiogram. A pericardiocentesis was performed by the physician and 400cc of fluid was removed. The patient was stable at the time of the call and stayed overnight for observation. The patient condition was improved and they were discharged the next day. The caller also reported that the customizable toolbar in carto 3 version 7 (v7) was not where it normally is and the radio frequency data toolbar would appear in far upper left corner then when trying to drag it, it would disappear completely. After the 3rd time resetting the toolbar it showed up on the 2ndary monitor. The caller also stated that the toolbars visualized appropriately after reloading the carto 3 application. Dispatching for v7 issues. The physician¿s opinion on the cause of this adverse event is that it is possibly procedure or patient condition related. Relevant laboratory data was hemoglobin=10.7, hematocrit=33.7. Platelets=255. Eliquis medication was stopped the day before the procedure. Transseptal puncture was performed with a st. Jude brk transseptal needle. There was no evidence of steam pop (no impedance jumps nor egm changes). The power setting was 45 watts and the irrigation 15ml/min. No error messages were observed. All contact force visualization features were utilized. The visitag stability setting was range=2.5mm. Time = 3sec. Force over time =25% at 3g, respiratory gating was activated. Surpoint tag index was used for coloring option.